Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedances were >4000 ohms on all unipolar pairs. Company rep stated that an x-ray was taken and the lead appeared to have pulled out of the implantable neurostimulator (ins). The physician was going to go in and test both lead and ins and replace components as necessary. The pt's status was undetermined. Add'l info has been requested, but was not available as of the date of this report.